Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was received for analysis. Functional testing was performed on the returned device and the balloon functioned normally, no leaks were detected. The catheter and balloon were found to be within specifications. Because the device met specifications and functioned normally during functional testing, the reported event cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. This current report represents the initial and final report for this event. The original initial report number ¿0002134265-2017-00005¿ for this event should be deleted from the emdr system. The information contained within this report represents information contained in the original report number listed above and any supplemental information gathered that was not previously provided to FDA. The information in this current report was not provided as a supplemental report to the original report number listed above because the original initial MDR report number may now considered a duplicate report number by FDA¿s emdr system.

Event description:
During the preparation, it was reported that a perforation was detected on the subject balloon. There was no clinical consequences to the patient.